Event description:
User experiencing discrepant result for unspecified number of patients for calcium and glucose. One patient example for calcium was provided. Initial result of 1.98 mmol/l, repeat 2.21 mmol/l. No adverse events reported in association with the incorrect results. If additional information is received, appropriate notification will be provided.